Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an extrusion. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a surgical wound dehiscence (specific date not reported). Device analysis report attached.